Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2011 for a hysterectomy, bladder repair plus removal of a left small hematosalpinx and mesh was implanted. It was reported that the patient experienced groin pain, lower pelvic pain, right hip pain, flank pain, and lower back pain, pain with urination, lack of sleep relating to pain, and fatigue. It was reported that the patient underwent urethroplasty with removal of mesh and repair of urethra on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 10/10/2022 to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 10/19/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.